Event description:
It was reported that during an implant procedure, the surgeon was unable tighten down the set screw after the lead had been inserted into the implantable neurostimulator (ins). The lead would just slip out after insertion and tightening of the screw. It was also noted that impedances of >4000 ohms were measured on the unipolar electrode pairs. The ins was noted used and a new ins was implanted where the set screw was able to be tightened and normal impedances were seen. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058, serial# (B)(4), showed that the set screw on the connector block was backed out too far during surgery. Analysis was able to tighten the set screw down onto a known good lead, and good stable output was seen across all electrode pairs.